Event description:
It was reported that a minimum fill notification occurred intermittently for about six months when customer reloaded cartridge, and reloading same cartridge did not resolve issue. There was no adverse impact to the customer's blood glucose level. Customer filled and loaded new cartridge, and loading second cartridge onto pump resolved issue, resulting in successful cartridge loading with no further troubleshooting needed.